Event description:
Patient experienced bleeding after tunneling during surgery with the inspire tunneller. Physician controlled the bleeding in surgery by clipping the blood vessel. This resolved the issue.